Event description:
Information received indicates all of the bed's lockouts were on. The wrench led was on the motor control board was burned out.

Manufacturer narrative:
The technician replaced the motor control and logic boards to repair the bed.